Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8178588. Our records show that this is the only instance of this issues occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported after use of the 20 g x 1 in. Bd nexiva¿ closed IV catheter system was leaking at the junction of the hub. There was no report of injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the 20 g x 1 in. Bd nexiva¿ closed IV catheter system was leaking at the junction of the hub. There was no report of injury or medical intervention